Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the large hem o lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the device logs for the large hem o lok clip applier (part# 470230-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the large clip applier was last used on (B)(6) 2022 via system serial# (B)(4). There were 99 uses remaining after this last usage. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the large hem o lok clip applier could not be closed. The instrument did not follow the surgeon console instructions/movements, instrument was difficult to move. The procedure was converted to laparoscopic surgery. There is no report of patient harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was checked before starting the procedure. The procedure was changed to laparoscopy because it was no longer possible to clip robotically, the surgical team had to clip laparoscopically. There was no broken or loose cable during use. The hem-o-lock m/l clips were used with the clip applier instrument, there was nothing unusual noted. The instrument was introduced on the patient and an attempt was made to clip, which was unsuccessful. The size of the clips used was medium/large. The clip could not be closed, therefore no ligation took place. No precise indication is possible whether the diameter of the ligated vessel was more than 10mm or not. The problem with the instrument was persistent. The instrument didn't work and use was discontinued, also the drape was not replaced at any time during the procedure. Reporter was unable to record instrument information. The patient was not injured due to the problem with the instrument. No patient information was available.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 analysis information can be found in fields. Intuitive surgical, inc. (Isi) received the large hem o lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate or confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. The housing was also removed and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed twice. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.